Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that about 6-9 months after implant, the patient noticed the device wasn't really helping with their sciatic nerve and low back pain. A manufacturer representative (rep) adjusted the stim, but the patient said it didn't really help. The patient denied any trauma. The patient said they thought they were so hopeful that it would relieve their pain that they thought it was working better than it really was. The patient said charging the device was a pain which outweighed any benefit they received. The patient discussed a different model stimulator with the hcp and rep, but the patient didn't really want to proceed with that plan at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was scheduled for a MRI but their device wasn't working anymore and the patient wasn't using the device anymore. No symptoms were reported. The hcp did not have any additional information to report. MRI compatibility was reviewed and it was recommended the patient see their doctor to have the device checked and to determine MRI eligibility. No further complications were reported or anticipated.